Event description:
New information received on (B)(6) 2014 notes that the patient presented for follow up feeling dizzy, with noise still present. The lead was capped and replaced. The patient would be monitored with routine follow ups.

Event description:
It was reported that the during a merlin.net transmission the right ventricular lead exhibited noise. The patient would be monitored with weekly transmissions.